Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died of a cardio-respiratory arrest. The device was not returned for analysis. Later, guidant received information that an attorney contacted guidant to allege a relationship between the death and having a crt-d implanted.

Manufacturer narrative:
H6. Not returned. Event conclusion the available information leads us to believe that the device was buried with the patient. On june 17, 2005, guidant issued a notification letter to physicians describing various clinical behaviors associated with that deterioration in a wire insulator within the lead connector block, in conjunction with other factors, could allow shorting of energy to the active titanium case during shock delivery. Guidant has implemented design and manufacturing corrective actions to address internal shorting within the device header. No devices manufactured after august 26, 2004 have exhibited this failure. This device is included in this advisory population, however, guidant cannot confirm this device behaved consistent with the advisory. No additional information is available. If more information becomes available, the event will be reopened.